Event description:
It was reported that the left ventricular (lv) lead had high impedance. The polarity was reprogrammed and the lead remains in use. The patient was enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product continued: 4968-35 lead, implanted (B)(6) 2001; 6937a lead, implanted (B)(6) 2001; 6721l-50 lead, implanted (B)(6) 2001; 4968-35 lead, implanted (B)(6) 2008. (B)(4).